Manufacturer narrative:
Patient weight not available for reporting. Additional product codes - hty, jdw, hrs. Device was implanted in (B)(6) 2015; exact date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - product manufacture date: may 12, 2014. Product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 4.5mm lcp condylar plate 6 holes/170mm-left (part number 222.657, lot number 7676082) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during a routine appointment a patient reported pain in the leg to the surgeon. X-rays were taken and it was found that the implanted condylar plate was broken and there was apparent non-union of the patient's left femur. A revision surgery was performed on (B)(6) 2016. The 6-hole condylar plate was replaced with an 8-hole left condylar plate. There was reportedly no surgical delay or patient harm. No fragments were left in patient. This is report 1 of 1 for (B)(4).